Manufacturer narrative:
This report is submitted on september 21, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced persistent infection and subsequently underwent a skin revision on (B)(6) 2018 to excise skin and place a cover screw. Additional information has been requested but has not been made available as of the date of this report.